Event description:
It was reported that the pt presented in the clinic after receiving a inappropriate hv therapy for atrial fibrillation. Interrogation of the device showed possible output circuit damage. Low hv lead impedance also reported. The device and lead were explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of output anomaly was confirmed via lab. Analysis of the device indicated that the high voltage output circuitry was damaged. Stored data showed high voltage energy was delivered into a low impedance path. An arc mark was observed on the own. Further eval of the arc mark indicated the presence of lead material. The low voltage functionality was tested on the bench and low voltage specs were normal.